Manufacturer narrative:
Remaning components of the tka involved in this event have been communicated through mdrs 1020279-2017-01145, (B)(4) and 1020279-2017-01148. [(B)(4)].

Event description:
It was reported the patient underwent a manipulation under anesthesia due to flexion contracture. It was also reported the patient had fallen down stairs and had swelling and pain.